Event description:
Event description cpi received information that this implantable pulse generator (ipg) was removed because it exhibited battery depletion as a result of low lead impedance measurements from a competitor's lead. The physician also felt that the set screws on the device were not tight.